Event description:
It was reported that a merlin.net transmission showed non sustained lead noise due to post-paced t wave oversensing. During a follow up the patient was fine and no programming changes were made to the device. Monitoring will continue.